Manufacturer narrative:
Getinge became aware of an issue with a surgical light powerled device. As it was stated, a corroded joint seized. There was no injury reported however we decided to report the issue in abundance of caution as any paint particle falling into the sterile field might be a source of contamination. The company representative, who visited the site, confirmed the alleged issue. It was established that when the event occurred, the surgical light did not meet its specification as appearance of rust could be considered as technical deficiency. The device contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. The issue is indicated by our product experts to likely be caused by user error and the customer not following cleaning protocol. The product powerled user manual IFU 01581 en ed. 09 includes an information to daily check the device for chipped paint and also for the damages and all the recommended and prohibited products are listed. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufactuer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by the manufacturing site.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 27th july, 2020 getinge became aware of an issue with one of surgical lights- powerled. As it was stated, the rusting joint seized. There was no injury reported however we decided to report the issue in abundance of caution as any rust particles falling off into sterile field may cause contamination.